Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence and that the cartridge was leaking from the septum. There was no reported adverse effect to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.